Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"The literature article entitled, ""efficacy of cementless total hip arthroplasty in patients on long-term hemodialysis" written by satoshi nagoya, md, masato nagao, md, junichi takada, md, hiroki kuwabara, md, mitsunori kaya, md, and toshihiko yamashita, md published by the journal of arthroplasty vol. 20 no. 1 2005 accepted by publisher 18 september 2004 was reviewed. The article's purpose is to report midterm clinical results and to clarify the usefulness of cementless hip prosthesis for patients on long-term hemodialysis. Data was compiled from 11 hips thas (7 patients) receiving implantation between 1991 and 1999 with depuy aml-a cementless cocr stem, duraloc spiked cup without cement and duraloc cup 100 series with cement. The article does not provide product info on the cement. The article provides the 7 patient information within tables and all patients with adverse events are captured individually in linked complaints. Case # 2 did not have associated aes." This complaint captures case # 7 of a (B)(6) year old female wth a right tha received in 2/95 and left tha 9/96. It is noted that she experienced detachment of cemented cup on right hip. Narrative description further reveals she required revision to a cementless acetabular component and her contralateral side developed recurrent dislocations which required protective hip orthosis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.